Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2011; inratio 1.2, 3.5; lab 3.1. Date (B)(6) 2011; inratio 1.2; lab 2.0. Caller also had imprecision with inratio meter. Results as follows: date (B)(6) 2011, inratio 1.2, 3.5.